Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. It was noted that impedances were within range and there were no stored episodes of noise. Since the patient was being ventricular paced at one hundred percent the physician decided to surgically abandon the lead and implant a different rv lead. No additional adverse patient effects were reported.